Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported unknown side "capsular contracture," baker grade not specified. Healthcare professional confirmed left side capsular contracture, baker grade iii. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported, unknown side "capsular contracture", baker grade not specified. Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
G.3 was inadvertently left blank on initial medwatch, and incorrect date placed in previous supplemental. The correct date for g.3 is (B)(6) 2021.